Event description:
Physician reported that the is-1 lead connector could not be fully inserted into the connector port of the subject device. After a few attempts, it was determined that the set-screw was tightened as received (before any attempt by the physician to screw). Loosening the set-screw prior to inserting the lead connector solved the issue. The subject device and leads were implanted successfully.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.